Event description:
Consumer stated she loves the toothbrush but the "bristles have been falling out when I brush. Is this supposed to happen with the first few brushes?" Product was not returned for review.